Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the therapy worked for first couple days and by wednesday following implant (6/24), he felt spasm, checked controller which indicated stim off. Pt turned stim on, and by thursday "it turned itself off". Pt states he checked stim friday night at 10pm and stim on, and by 7 am saturday, pt felt twinge and pt had spasms to point he could hardly walk; pt checked controller at noon saturday and stim was off. Pt states he was told by a rep to call patient services. It was reviewed how pt uses controller; pt did not indicate improper button use. During call pt adjusted stim on all 4 available programs as "my back is killing me". The patient was redirected to their hcp. Additional information received from the manufacturer representative reported that the spasms and walking difficulty were the patient¿s normal pain coming back when the stimulation was turned off. The rep was not sure why the device turned off. The rep met with the patient and said it hasn¿t done it since, so maybe the patient just pressed a wrong button on accident and didn¿t realize it. No further complications were reported.